Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 43.5 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. Approx. 24 cm proximal to the lead tip the lead body was found squeezed and deformed. The coating of the conductor cables to the shock coils was found damaged at this position. These damages can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to a fracture and loss of capture. The rv lead was replaced with a competitor's. Should additional information be received, this file will be updated.